Event description:
Customer stated that he received several blood glucose now alerts and feels that his pump is not taking calibrations. Customer also reported hospitalization due to diabetic ketoacidosis. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.